Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No serious or prolonged patient harm or medical intervention was reported.